Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4 UDI, h6 health effect - impact code, h6 type of investigation additional information was requested, and the following was obtained: after investigation, the specific age and gender of the patient were unknown, and the patient underwent orthopedic debridement surgery in hospital on june 23, 2024 (the specific patient's diagnosis and surgical name were unknown). The surgeon used w9937 for skin sewing in the way of interrupted suturing manner. During sewing, the needle tip broke (the specific length of the broken the needle was unknown). The surgeon immediately looked for the broken needle tip. The patient was given imaging examination to assist in looking for the broken needle but failed. The surgery was completed routinely. The broken needle tip was not found finally. As a result of this event, the surgery time was prolonged (with specific delay unknown), and there was a possibility of residual foreign body. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was mentioned that the patient will be "requiring follow-up observation." Please confirm if the follow up will be part of the planned post procedure treatment or if any unplanned additional medical or surgical procedure will be required (prolonged hospitalization, additional surgical intervention, etc). Were there any patient consequences? What tissue was being sutured when the needle broke? What is the procedure name? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The doctor used suture to sew the patient. When preparing to sew the second stitch after completing the first stitch, the needle tip broke, and the broken needle was not found. Even after taking a film at the wound site, it was still not seen, posing a risk of breakage in the patient's body and requiring follow-up observation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient's current status? Contacted with the sales rep today via phone, please refer to the information reported and other information requested is unknown.